Manufacturer narrative:
H11: additional information was added to d9, h3, h6 and h11: h11: one (1) actual device was provided for evaluation. The sample was returned in wet condition with a minicap attached. A visual inspection by the naked eye observed the female connector was separated from the main body. Functional tests were performed which included leak, clear passage, and clamp function tests with no issues observed. The reported condition was verified. The sample did not meet specification due to the separation and the cause of the condition was determined to be a manufacturing issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and female connector of the minicap transfer set. This occurred when disconnecting from the cycler after automated peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with intraperitoneal (ip) antibiotics. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.